Event description:
The multifocal intraocular lens was removed and replaced with a second multifocal lens of a different diopter, due to the patient's intolerance of halos and glare.

Manufacturer narrative:
Lens was received cut in pieces, unable to analyze. Halos and glare are a known and labeled possible side effect of multifocal lens implantation.